Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump became unresponsive and remained stuck on the main screen; the user could not unlock the device, though it vibrated when the wake button was held, and a subsequent photo showed the screen was cracked. Symptoms included no reported adverse clinical effects. Outcomes included a device replacement and continued diabetes management using cgm during the interim. Investigation included remote troubleshooting guidance and visual confirmation of physical damage via user-provided photo. Investigation of this case revealed a cracked display with resulting user interface failure consistent with a damaged screen component. It was concluded, based on previously established findings for similar reports, that physical damage to the device¿s display led to the malfunction.